Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range pacing impedance measurements, low threshold measurements and noisy signals. Lead fracture was suspected. No programming changes were made, and there is no plan to perform a lead revision. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.